Event description:
It was reported that after undergoing a da vinci s hysterectomy procedure on (B)(6) 2010, the patient suffered from necrosis and devascularization allegedly from the electrocoagulation process, which prevented proper healing. Post surgery, the patient experienced continuous pain and drainage. During a postsurgical visit, it was discovered that the patient's bowel was protruding into her vagina and surgery was performed on (B)(6) 2010, to address this issue.

Manufacturer narrative:
On april 6, 2012, additional information was provided by the physician who performed the surgical procedure. The surgeon informed intuitive surgical that the patient had failed to follow postoperative instructions. The surgeon also reported that no malfunctions occurred with the da vinci s surgical system during the procedure. No additional information was provided. A follow-up medwatch report will be submitted if additional information is received.

Manufacturer narrative:
Initial MDR was inadvertently sent with incorrect information: type of reportable event.